Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto device's sound abatement foam. The patient has alleged enrhured it is persuaded that it is due to CPAP. Medical intervention was not specified. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician not confirmed particles in the air path during the device evaluation. There was evidence of contamination like dust and dirt. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Previously submitted report was incorrectly filed with incorrect (device) problem code grid, evaluation method code grid and conclusion code grid. In this report, box h: (device) problem code grid, evaluation method code grid and conclusion code grid has been updated correctly.